Manufacturer narrative:
(B)(4)

Event description:
It was reported that vt episodes due to post-sensed t-wave oversensing were observed. It was noted that drop in r-wave amplitude led to oversensing of t-wave which resulted in monitor zone diagnosis. Programming changes were suggested.